Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead exhibited loss of capture and loss of sensing. X-ray revealed the lead had dislodged. The lead could not be repositioned due to difficulty in extending the helix due to tissue within the helix. The lead was explanted and replaced. The patient¿s condition was stable prior, during and post procedure.